Event description:
It was reported to philips that the system's c-arm was unable to perform 3d rotational movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was delayed, and it was completed as the customer did not move the table up or down or used 3d spin. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's c-arm was unable to perform 3d rotational movements. The rse reviewed the logfile and confirmed that the ad7x table height position pot meter was failed at start up causing the reported issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the table height potentiometer failed to report position. To resolve the reported issue, the fse replaced vertical height potentiometer and calibrated the system. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.